Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the leakage occurred on the anesthesia machine right before that start of the procedure. It was indicated the air of the cuff was increased and it was converted to manual ventilation from the respiratory organ and the bag was kneaded by hand. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. The device met with the product specifications. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was left inflated and no deflation was observed. The sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.